Manufacturer narrative:
(B)(4). The investigation was completed on 08/22/2013. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
On (B)(4) 2013, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.19 on a (B)(6) old female patient with a diagnosis of syncope. There was no additional patient information available at the time of this report. Date time ctni results method sample (B)(6) 2013 00:51 0.19 ng/ml I-stat a(B)(6) 2013 01:02 0.00 ng/ml I-stat a(B)(6) 2013 07:41 0.00 ng/ml I-stat bthere were no injuries reported with this event.

Manufacturer narrative:
(B)(4).